Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there appears to be a black-flakey substance on several needles. To aid in the investigation, eleven samples in sealed packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed in the samples returned. The two photos provided show a needle assembly with no packaging. The needle and needle hub have a dark colored speck. No other defects or imperfections were observed. A device history record review was completed for provided material number 305195, lot 4116537. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without an actual defective sample analysis, a probable root cause could not be offered.

Event description:
Additional information received. No patient harm has been identified at the moment.

Event description:
Material#: 305195 batch number#: 4116537. It was reported by customer that contamination found on several needles. On quick review of 1 pack (100), 4 contaminated needles were found. The contaminant appears to be a black flaky substance. Verbatim#: rcc received a complaint via phone. Pir attached contamination found on several needles. On quick review of 1 pack (100), 4 contaminated needles were found. The contaminant appears to be a black flaky substance. Product number - 305195.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.